Manufacturer narrative:
One disposable simplicity electrode was returned for investigation. Electrodes 1- 3 met specifications for temperature response and no short circuits were detected; however, the electrode cover for electrode 1 was detached and slight damage to the tip was observed and the probe was bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of reported bend in the probe, detached electrode cover and damage to the tip is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a detached component.